Event description:
It was reported that a malfunction alarm occurred with the pump, identified as malfunction code 12, and the customer had experienced this issue at least three times. This did not cause the customer¿s blood glucose level to exceed 500 mg/dl and was within normal range. The customer reverted to multiple daily injections as backup therapy to ensure insulin delivery was not interrupted.